Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when viewing tasks in the patient management database application the view doesn't correlate with the patient that was selected. The issue was escalated and an update to fix the issue will be provided. The application remains in use. There was no patient involvement.